Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. There were no allegations regarding device malfunction.